Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 1 device was received for evaluation. 1 device was available for evaluation but has not yet been received. 1 event was confirmed during testing; the device was found to be affected by corrosion and a broken cutting accessory. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction event in which an accessory broke while being used with the device. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale: corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation.  Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by damaged bearings.   Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 2 malfunction event in which an accessory broke while being used with the device. 2 events had patient involvement; no patient impact.